Event description:
Reportedly during a programming appointment it was noticed that the concerned device implanted on the right side had abnormal impedances. The user also had no obvious auditory response from the device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Reportedly, during a programming appointment it was noticed that the concerned device implanted on the right side had abnormal impedances. The user also had no obvious auditory response from the device. The user was re-implanted.